Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and evaluated the device. The customer's report was not replicated or confirmed. The device was put through extensive testing including calibration testing on rcs kit, out-going system testing, and functional testing without duplicating the report. The device was recertified and returned to the customer. The device activity log was not available for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.